Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v164385, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that about 5-6 months prior to the call patient started to be incontinent again after new batteries were put in the programmer and onset was sudden. The patient had pain in the area of the implant that had been going on for about 3-4 months and the onset was sudden. It was noted that the patient notified the health care provider of the pain on the day of this call. The patient reported loss of therapeutic effect. It was noted that programmer had stopped working because it needed new batteries and to be reset. It was noted that programmer stopped working about 5 months prior to this call. The health care provider hcp changed out the batteries at office on the day of this call and reset programmer. It was indicated that everything was working fine with the programmer. It was later reported on (B)(4) 2014 that it was unknown if patient had a 50% or greater symptom reduction. The cause of the event was not determined and was not device related. No programming was needed. The amplitude was increased on the program. The impedance check run-passed and there was 15 months battery life left. The patient had not adjusted program since 2012. There was no troubleshooting, intervention or action taken .the patient outcome was reported as unknown. The patient next appointment was scheduled for (B)(6) 2014. A follow-up report will be sent if additional information becomes available.